Event description:
Product problem-telfa opened on field. Tech noted brown splotchy stain. On further examination, solid material could be felt between the layers underneath the stain. Contaminated products removed from field. Pt redraped.